Manufacturer narrative:
The insulin pump functioned properly during the prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported, the customer received a no delivery alarm. It was found the alarms were recurring after the customer had changed out their reservoir, infusion set, and insulin. The customer's blood glucose was 300 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated the alarm was resolved by an infusion set change. The customer was advised the alarm may be triggered by an occlusion or bent cannula. Customer also requested to have their insulin pump replaced as the alarms were recurring. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.